Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure (event) observed during analysis a partial lead with the distal tip measuring 46.2cm was returned for analysis. External insulation abrasion was noted at 11.7-11.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.